Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports infection that required emergency dental abscess work on the bottom back tooth. Patient is taking antibiotics until (B)(6) 2024, when the dentist will do a root canal and will not be able to wear the bottom aligners until after that is complete. Current upper/lower aligner #13. Dental history includes grinding/clenching of teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.